Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital from (B)(6) 2021 to (B)(6) 2021 due to continuous supraventricular arrhythmia. While the patient was in the hospital, cardioversion was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported arrhythmia, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 of this document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced shortness of breath during physical activity after readmission. The patient was stable. It was noted that the patient probably had atrial fibrillation which was prolonged. The date of the cardioversion was (B)(6) 2021. No arrhythmia was seen before the patient was implanted. The patient was followed up in outpatient and was put on medication.